Event description:
It was reported that the surgeon didn't manage to screw the implant; the screw pushed the bone. No adverse consequences were reported.

Manufacturer narrative:
Summary of evaluation: dimensional and visual inspection on pieces from the same reference number demonstrated that the devices were conforming to specifications. Root cause not determined but may be linked with surgeon technique. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.